Event description:
In 1999, reporter had an ablation and ended up having heart rate too slow. They implanted a single lead guidant pacemaker. Shortly after the doctor told pt, this pacemaker was recalled. They had it replaced. Pt got a discovery guidant pacemaker, dual lead. Totally dependent on it. It was recalled in july 2005. Pt had it replaced. Pt was told they would not get another guidant pacemaker, but when pt woke up, never informed they had another guidant pacemaker. This one is an insignia model 1298. It had a failure mode 2 warning just 7 days after pt got it. In the hospital, while still hooked up to the monitors, pt felt heart doing something odd. Looked at the monitor and pulse went from 70 to 121 and it stayed there a couple minutes. Daughter and husband also saw this. The nurse was informed, she said that would not be normal, but since she didn't see it too bad. So pt is totally dependent on a pacemaker that has a failure mode 2 warning. Pt has very strange arrhythmia with it. They have had some blacking out. Pt called guidant and they said it was only a failure warning, no one had died. Pt called the heart center and they said only a failure warning. To pt it is scary, since their life depends on it.